Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The 96% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured occurred. The procedure was completed with another of the same device without any patient complications. The patient was in good condition.